Manufacturer narrative:
Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
It was reported that this right atrial (ra) lead was unable to be successfully implanted due to placement difficulties, helix extension issues and a helix mechanism break. This lead was successfully replaced. No additional adverse patient effects were reported.